Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to their doctor with blood glucose (bg) values that reached 259 mg/dl. For treatment, the doctor gave the patient a manual injection of insulin. The pod was discarded. No further details to report.